Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, the investigation suggests that the malfunction was likely due to adhesive on the a rubber chipping under stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the ureterorenoscope to the service center for a separate issue. During the device analysis, the service repair technician found a chip in the a-rubber (bending section cover) adhesive. There was no patient involvement.